Manufacturer narrative:
User error - collision caused by lack of surveillance during arm movement. The collision which caused the communication error messages and device shutdowns could have been avoided had the user paid more attention during the movement of the robot arm. Releasing the vigilance device would have stopped the device immediately.

Manufacturer narrative:
User error.

Event description:
During registration phase of the surgery, surgeon drove the pointer probe that was attached to the tip of the robot arm into the mayfield head holder. The collision was detected by the software and device did shutdown. Surgery was pursued after a device restart.